Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extended (vse) instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. There was no hesitation in the movement of the jaws and the jaws opened and closed properly. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage, no missing pieces, no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movement of a vessel sealer extend instrument were not matching what the surgeon was doing on the console. The surgeon was unable to control the movement of the instrument. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.